Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024 at approximately 11:30 am, the patient experienced severe hypoglycemic symptoms, leading to convulsions, but it was stated that the patient did not experience a seizure. At that time no alerts would have sounded for low readings. A client in the restaurant where the patient was recognized the symptoms and provided immediate assistance by offering sugar and calling an ambulance. The patient was subsequently transported to the hospital for treatment. In total 4 dextrose supplements were given. The patient was discharged on the same day. At the time of the report the patient was stable. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be transmitter timer not advancing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.